Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 61 mg/dl. The customer drank orange juice and consumed food to address bg level. The customer stated that the health care provider (hcp) had adjusted basal rate setting earlier and is confident that due to basal rate bg's went low. The customer declined to troubleshoot with tandem technical support. It was indicated that the customer would contact hcp to see if basal settings will need to be adjusted.